Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light flickers during intubation despite having new batteries and a handle that is operational. The device was replaced with another blade. No patient harm or injury reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Corrected data: section d.4-lot# corrected to 2002341. The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports that "the blade was working perfectly. Light was glowing enough without any flickering. Light was stable. We have done the light testing of blade with 3 different types of handle and noticed that blade is working with all handles and glowing perfectly." The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. There was no issue found with the returned sample.

Event description:
Customer reported the light flickers during intubation despite having new batteries and a handle that is operational. The device was replaced with another blade. No patient harm or injury reported. The patient's condition was reported as fine.